Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal for the dissector balloon was disengaged. The trocar balloon, lock collar, dissector balloon and insufflation bulb appeared intact. The inflation syringe and obturator were not received. Pmv performed functional testing; using a test syringe the trocar balloon was inflated, no leaks detected. The hole at the proximal end of the dissector balloon was covered and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the valve seal disengaged may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral laparoscopic inguinal repair procedure, after dissection, the valve seal disengaged and hanging off when the camera came in and out of the trocar. Another device was used to complete the case. There was no patient injury.